Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient's age is 33- years old. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("excessive bloating"), tooth disorder ("dental issues"), urticaria ("rashes and hives"), arthralgia ("joint pain"), migraine ("migraines"), vulvovaginal mycotic infection ("frequent yeast infection"), fatigue ("chronic fatigue"), dizziness ("dizziness"), memory impairment ("memory issues") and alopecia ("excessive hair loss"). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, abdominal pain, back pain, abdominal distension, tooth disorder, urticaria, arthralgia, migraine, vulvovaginal mycotic infection, fatigue, dizziness, memory impairment and alopecia had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, dizziness, fatigue, memory impairment, migraine, pelvic pain, tooth disorder, urticaria and vulvovaginal mycotic infection to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded within the bilateral cornu and bilateral proximal fallopian tubes are symmetrical silver colored metallic malleable coiled wires consistent with essure coils") and pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient's age is 33- years old. Concurrent conditions included cervix inflammation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("excessive bloating"), tooth disorder ("dental issues"), urticaria ("rashes and hives"), arthralgia ("joint pain"), migraine ("migraines"), vulvovaginal mycotic infection ("frequent yeast infection"), fatigue ("chronic fatigue"), dizziness ("dizziness"), memory impairment ("memory issues") and alopecia ("excessive hair loss"). The patient was treated with surgery (hysterectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown and the pelvic pain, abdominal pain, back pain, abdominal distension, tooth disorder, urticaria, arthralgia, migraine, vulvovaginal mycotic infection, fatigue, dizziness, memory impairment and alopecia had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, dizziness, embedded device, fatigue, memory impairment, migraine, pelvic pain, tooth disorder, urticaria and vulvovaginal mycotic infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Event added: embedded within the bilateral cornu and bilateral proximal fallopian tubes are symmetrical silver colored metallic malleable coiled wires consistent with essure coils. Reporters information and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the bilateral cornu and bilateral proximal fallopian tubes are symmetrical silver colored metallic malleable coiled wires consistent with essure coils') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient's age is 33- years old. Concurrent conditions included cervix inflammation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("excessive bloating"), tooth disorder ("dental issues"), urticaria ("rashes and hives"), arthralgia ("joint pain"), migraine ("migraines"), vulvovaginal mycotic infection ("frequent yeast infection"), fatigue ("chronic fatigue"), dizziness ("dizziness"), memory impairment ("memory issues") and alopecia ("excessive hair loss"). The patient was treated with surgery (hysterectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown and the pelvic pain, abdominal pain, back pain, abdominal distension, tooth disorder, urticaria, arthralgia, migraine, vulvovaginal mycotic infection, fatigue, dizziness, memory impairment and alopecia had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, dizziness, embedded device, fatigue, memory impairment, migraine, pelvic pain, tooth disorder, urticaria and vulvovaginal mycotic infection to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient's age is (B)(6). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("excessive bloating"), tooth disorder ("dental issues"), urticaria ("rashes and hives"), arthralgia ("joint pain"), migraine ("migraines"), vulvovaginal mycotic infection ("frequent yeast infection"), fatigue ("chronic fatigue"), dizziness ("dizziness"), memory impairment ("memory issues") and alopecia ("excessive hair loss"). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, abdominal distension, tooth disorder, urticaria, arthralgia, migraine, vulvovaginal mycotic infection, fatigue, dizziness, memory impairment and alopecia had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, dizziness, fatigue, memory impairment, migraine, pelvic pain, tooth disorder, urticaria and vulvovaginal mycotic infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: plaintiff information form received. The case was upgraded from non-serious incident to serious incident. Essure insertion and removal dates were updated. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.